Event description:
The reporter indicated that a 13.2mm vticmo 13.2implantable collamer lens of -10.00/1.0/091 (sphere/cylinder/axis) lens tear/break during loading after opening vial during the process of implantation. On (B)(6) 2023 the lens was implanted and removed intra operatively. On the same day different surgery a replacement lens of the same model/size and power was implanted and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).